Event description:
A report was received that the patient's ipg migrated near the spine and was uncomfortable. The patient underwent a revision procedure wherein the battery site was relocated and the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.